Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from may 3, 2019 - may 4, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver all the medication to the patient in the scheduled time (volume and rate unknown). As a result, the infusor was left connected for two more days and subsequently, the patient did not receive the treatment as a consequence of this event. The device was being used to deliver an unspecified medication in the oncological unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.